Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3640690 and product code 810081. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2013 and the mesh was implanted. Post-op, the patient experienced pain in groins, difficulty walking, urinary infection and constipation. The patient also experienced leg, pelvis and back pain. No further information is available.